Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during surgery for a fracture of the mandibular condyle on (B)(6) 2013, two screws were broken. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions were in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers were not possible as the lot umber of the screw is not provided. The values are in compliance with ao/asif specification and with the international standard. Based on the provided information it is not possible to determine the cause of this occurrence and a final conclusion cannot be provided. The fracture face of is homogenous, which indicates material conformity and has the typical view of a forced fracture. This is indicative of a mechanical overload during the insertion that caused this breakage.